Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during a lead revision procedure (reference MFR. Report: 1627487-2016-01743) the ipg was removed and replaced because it was inoperable. The patient was unable to remember when she last recharged her scs system. Therapy was resumed.